Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot#: (B)(4), ubd: 23-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 600.78227 mcg/day and bupivacaine 20 mg for a total dose of 6.00782 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported numbness with some boluses, but not with all of them. There was no change in dosage or drugs. It was noted that the patient will adjust their position prior to bolus. On (B)(6) 2020 the pump refill had an increased morphine added. The patient had increased numbness in legs and feet. It was noted there was no change in intrathecal pump. On (B)(6) 2020 the patient reported numbness still after last refill. It was noted on (B)(6) 2020 the patient reported they experienced a fall on (B)(6) 2020 due to leg giving out. After the fall, the patient was unable to feel bolus and numbness went away. A catheter dye study (cds) was performed on (B)(6) 2020. It was noted the catheter was functional, but migrated. It was noted they will provide percocet, vistaril, and zofran for withdrawals and pain. The outcome of the event was noted as ongoing. The device diagnosis was catheter dislodgement and the clinical diagnosis was (intrathecal) medication reaction-numbness. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (bupivacaine) was possibly related and the drug action that caused the event was increase in dose. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the patient had no pain relief in her back only in her lower legs. A catheter dye study was performed showing the catheter had pulled down from t8 to l3. The patient was taken to surgery on (B)(6) 2020 and the spinal segment of the catheter was found to be sheered in half in one place and the anchor was found to be broken/not intact which was noted to have likely caused the catheter dislodgement. The spinal segment of the catheter was replaced with a new spinal segment. The issue was reported to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient status was reported as ¿alive ¿ no injury¿. The fentanyl dose was noted to be 1034 mcg/day at the time of the report and the patient¿s medical history was noted as chronic back and leg pain. No further complications were reported/anticipated.

Event description:
Addition information was received via a company representative. It was indicated that the catheter did not work and that was why they needed to put a new segment to it. As per the manufacturer¿s device registry, the model 8598a catheter was removed and a new model 8598 catheter was implanted on (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID 8598a lot# serial# hg3fg9y07 implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter h1 update: the type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter identified a broken suture ring on the anchor and a slice/cut in the catheter body. The previously reported evaluation conclusion, method, and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.